Manufacturer narrative:
The DHR review concluded the ilet met manufacturing specifications prior to release. The log review concluded the ilet was performing to specifications. The cause of this event is unknown, however likely attributed to the patient's blindness and inability to perform infusion set changes, relying on her husband instead.

Event description:
On (B)(6) 2025, a patient's hcp reported that one of his patients was hospitalized for several days due to infusion set failures. The patient is legally blind and her husband is the caregiver. The patient has since removed the ilet and is back on an alternate pump therapy.